Event description:
It was reported that the relion insulin syringes experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer reported she pushed on plunger rod prior to drawing insulin and a clear liquid came from the barrel onto the needle tip. Stated, the foreign matter was clear and looked like "oil".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2347922. Medical device expiration date: 31-dec-2027. Device manufacture date: 13-dec-2022. Medical device lot #: 2304931. Medical device expiration date: 31-oct-2027. Device manufacture date: 31-oct-2022.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2304931 and 2347922 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10

Event description:
It was reported that the relion insulin syringes experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer reported she pushed on plunger rod prior to drawing insulin and a clear liquid came from the barrel onto the needle tip. Stated, the foreign matter was clear and looked like "oil".